Event description:
Customer reported that the heel warmer exploded on a nurse in the nicu when she squeezed it to activate it. There was no injury or follow up care required.

Manufacturer narrative:
Device history review was completed on the reported lot v1n078. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. No samples were returned for evaluation due to which a root cause could not be determined. We will continue to monitor this failure mode for this product.